Event description:
The customer reported that an image blackout was noted with 3d visualization unit. There was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the evis exera iii video system center that was used with the 3d visualization unit.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Additional information was received from the customer: the problem occurred during a procedure, which was not diagnostic. The procedure was completed with no major impact or delay, including health hazard. The issue occurred when inserted in to the patient and a few minutes have elapsed. The endoscope image was distorted and noise kept appearing on the entire screen, and that the screen was inverted to blue. The device was in good working order before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue was a defective scope. Olympus will continue to monitor field performance for this device.